Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagus. According to the reporter: the procedure was performed without complications. No reinforcement material was used in conjunction with the stapling device. There was no patient injury and no extension of surgery time by more than 30 minutes. There was no blood loss of more than 500cc, no unanticipated loss or irreversible damage tissue, and nothing fell into the patient cavity. The defect was found post-op., within 72 hours from surgery . There was bleeding. Therefore, there was an extension of the hospital stay and drug treatment. The current health conditions of the patient is good.